Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the report and as no additional information was able to be obtained, a cause for the reported premature activation (clip detaching from the cds) resulting in difficult to remove the cds (clip) from the sgc cannot be determined. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature activation and difficult removal. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. A mitraclip was inserted, but while in the anatomy, the clip dislodged. It was noted the clip was still connected to the clip delivery system (cds). The clip was attempted to be removed, but was unable to retract into the into the steerable guide catheter (sgc). Although it was unable to be retracted into the sgc, the clip was able to be removed from the anatomy. It was noted that during the procedure, perfusion was needed and the patient received units of blood. Another clip was then inserted and successfully deployed. No additional information was provided.